Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned stuck in the header. After the lead was removed from the header, it was in five segments. The clinical observation was able to be confirmed.

Event description:
The lead has been returned for analysis.

Event description:
Boston scientific received information that during a routine pulse generator change out procedure, the right atrial (ra) and right ventricular (rv) leads were unable to be removed from the device header. All four set screws were reported to have been stuck. Both leads were cut and capped. The device is to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the device has not been returned. Should additional information become available, this report will be updated.